Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that, on the three days following the implant of the implantable cardiac monitor, there were false asystole episodes recorded. The episodes have sharp deflections and the patient had no symptoms which appear to be loss of contact. The device remains in use. No patient complications have been reported as a result of this event.